Manufacturer narrative:
This supplemental report decreases the number of events reported from 8 to <noe>7</noe> events. Further investigation found that one of the events reported on the e 801 module was actually due to the anti-ccp reagent. A traditional MDR with submission number 1823260-2019-02472 was filed for this event. For one of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. The pinch valves and the mixer were replaced. For the second pending event, the investigation could not identify a product problem. The cause of the event could not be determined. For the third pending event, the investigation did not identify a product problem. The cause of the event could not be determined. For the fourth pending event, the investigation determined the issue was resolved by the service actions. The field service representative replaced the photomultiplier tube. The investigation for the fifth pending event is still ongoing.

Manufacturer narrative:
Serial numbers: asku, (B)(4). For 3 events the investigation could not identify a product problem. The cause of the event could not be determined. For 5 events, the investigation is ongoing. There was no follow up/corrective action for 6 events. The follow up/corrective action for 1 event was that the field service engineer adjusted the e 801 and there were no additional issues. The follow up/corrective action for 1 event was that the field service engineer (fse) performed instrument performance testing with acceptable results. The fse also replaced the measuring cells. The field application specialist performed precision tests and the results were reproducible. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>8</noe> malfunction events. Non-reproducible results were generated by the cobas e 801 module. The events involved a total of 21 patients with the following: 1 erroneous result for elecsys ca 125 ii assay. 13 erroneous results for elecsys ft4 ii assay. 5 erroneous results for elecsys tsh assay. 2 erroneous results for elecsys anti-ccp immunoassay. 2 erroneous results for elecsys ca 19-9 immunoassay. The patients's ages ranged from (B)(6) - (B)(6). There were 3 females and 1 male.

Manufacturer narrative:
The investigation determined the issue was due to the deterioration of the procell ii m system reagent used with the e801 module. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.